Event description:
It was reported the device reached elective replacement indicator in less than three years. Also during implant of the right atrial (ra) lead there was tight access so it was difficult to deploy the helix and eventually the helix would not deploy. During the implant the right ventricular (rv) lead also had tight access and an unstable position resulting in high thresholds and low impedance. The device was explanted and replaced. The ra lead was removed and replaced with a new ra lead. The rv lead was removed and the physician elected to reuse the original rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity. (B)(4) - the full lead was returned, analyzed and no anomalies were found. (B)(4) - the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented that the lead was received with helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned and excessive number of times, resulting in distortion of the distal conductor within the connector.